Event description:
It was reported that the patient normally felt 'the pulsating' but had not felt it in the last 3-4 weeks and her symptoms had returned to what they were like before. The patient had an increase in nausea and was vomiting several times a day. The reporter indicated that there had been a reduction in symptoms to once or twice a week, but it was 1-5 times a day at the time. It was noted that the patient's abdominal pain had also increased. The reporter stated that the patient was concerned if the device was malfunctioning and not working or if she had a virus bug. It was noted that the symptoms did not occur gradually, but it was rather all of a sudden following some type of environmental exposure. The patient was exposed to a theft detector, from a security gate at a store different from what the patient regularly frequented, which caused her device to be turned on. It was noted that the patient was at the highest setting at the time of the report and couldn't go any higher. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was noted that the healthcare provider had not seen the patient after the reported event of loss of effectiveness. The patient outcome was listed as no injury.

Manufacturer narrative:
(B)(4).